Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ipg implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead displayed high impedance and a fracture was confirmed. The patient complained of feeling fatigue. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.